Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a male patient (age unknown), a loud popping noise was heard upon charge/discharge and smoke. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The device was returned with non-zoll defibrillation pads. Review of the event log confirmed the device delivered therapy as intended. Analysis of the recorded patient and defibrillation impedance values indicated poor electrode coupling, and inspection of the returned pads found long hair along the adhesive edges, suggesting inadequate patient skin preparation. Functional testing and impedance testing of the device passed, and the device delivered the appropriate energy based on the recorded impedance. No device malfunction was identified. Because non-zoll pads were used, their performance could not be fully evaluated, and use of non-zoll accessories is not recommended per the operator's guide. The most likely cause of the reported event was poor electrode coupling associated with inadequate patient preparation and the use of non-zoll pads. Per the zoll r series operator's guide, pn 9650-0912-01 ya, page 1-15 under warnings: "the use of external pacing/defibrillation electrodes or adapter devices from sources other than zoll is not recommended. Zoll makes no representations or warranties regarding the performance or effectiveness of its products when used with pacing/defibrillation electrodes or adapter devices from other sources." No trend is associated with reports of this type.